Event description:
It was reported the patient heard an alarm and telemetry confirmed a critical alarm, pump stopped/tube set alarm, had occurred. The patient's pump was programmed to stopped pump mode on (B)(6) because the patient felt it was not working well and no longer wanted the pump. The patient was instructed on silencing the alarm. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s pump had been filled with saline for 3 weeks; all of the old drug was removed through the side port. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).